Event description:
Shock impedance was >150 ohms on(B)(6) 2025. Since then, the shock impedance has dropped back down to the trend at 103 ohms. Prior to this out-of-range reading, the shock impedance has been trending normally and consistently within normal range. The pacing impedance, sensing, and threshold readings are all consistent and within normal range. Lead remains implanted and will be monitored.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.